Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05860 and 2134265-2017-05868. It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 3.75mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon was again ruptured. The device was completely removed from the patient. A 3.50mm x 15mm nc emerge® balloon catheter was then advanced. The balloon was initially inflated at 18 atmospheres; however, during the second inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient. A 10/3.50 flextome¿ cutting balloon¿ balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 10 seconds, the balloon also ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter with a stopcock attached to the hub. The balloon was loosely folded with blood and in the hub, balloon and inflation lumen. Microscopic inspection revealed a pinhole in the balloon material, 4mm distal of the proximal markerband. Inspection of the remainder of the device found no damage or irregularities. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05860 and 2134265-2017-05868. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 3.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon was again ruptured. The device was completely removed from the patient. A 3.50mm x 15mm nc emerge balloon catheter was then advanced. The balloon was initially inflated at 18 atmospheres; however, during the second inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient. A 10/3.50 flextome cutting balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 10 seconds, the balloon also ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.